Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during coronary bypass procedure, the suture broke in a row. The surgical time was extended by less than 30 mins. The part fell into the patient's cavity and was retrieved. The procedure was completed with another device. No patient injury reported.